Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) was not sensing appropriately. The physician capped the rate-sensing portion of the (0072) and the shocking portion remains active.